Manufacturer narrative:
Section d1 brand name: corrected section d4 catalog number: corrected section d4 lot number: corrected section d4 primary UDI number: corrected. No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is completed.

Manufacturer narrative:
Manufacturer's investigation conclusion: evaluation of the returned portion of the driveline did not confirm wire damage that would have caused or contributed to the pump stops or low speed events while the device was connected to a power module with a grounded patient cable, as captured in the submitted log file. A direct correlation between heartmate ii left ventricular assist system (lvas) and the patient¿s hemothorax could not be conclusively established through this evaluation. The patient was admitted after a fall with a hemothorax that was improving. It was noted that the patient had a pump stop during sleep for which the patient was asymptomatic. The patient was placed on an ungrounded patient cable. The patient¿s driveline was x-rayed, and the decision was made to perform a driveline repair on (B)(6) 2023 for suspected driveline wire damage. The patient was placed back onto a grounded patient cable, but later experienced additional pump stops. The patient was switched back to an ungrounded patient cable, and options were discussed. The patient decided against a pump exchange. The patient constantly utilizes 14-volt battery power at home as he is afraid of tripping over cords at night. The submitted driveline x-rays were reviewed; however, a driveline wire compromise was unable to be confirmed through the submitted images. The submitted log files were reviewed and confirmed alarm flags for low speed and pump stop events on (B)(6) 2023 while the device was connected to a grounded patient cable and power module. Based on historical experience with the heartmate ii lvas and similar reported events, these events could be indicative of an issue with the driveline. Low flow hazard alarm flags were also captured on (B)(6) 2023 that were not associated with low-speed events; however, a specific cause for these low flow events could not be conclusively determined through this evaluation. The system appeared to be operating as intended, and there were no other notable alarms active in the log file. Approximately 18.5¿ of the distal end of the driveline was returned with the controller connector and previous clamshell repair. An electrical continuity test of the returned driveline was conducted in the condition that it was received and all wires were found to be electrically intact. Examination of the underlying wires revealed no evidence of any breaches or damage to the wire insulation or underlying conductors that would have caused or contributed to the reported events. The driveline was submerged in a saline bath for hi-pot (high-potential) testing and no areas of current leakage through the insulation of the driveline¿s wires were identified that would have contributed to the reported events. The patient remains ongoing with no further reported issues at this time. The relevant sections of the device history records and the driveline were reviewed and showed no deviations from manufacturing or quality assurance specifications. The heartmate ii left ventricular assist system (lvas) instructions for use (IFU) is currently available. Section 1 ¿introduction¿ of this document lists bleeding (perioperative or late) as an adverse event that may be associated with the use of heartmate ii lvas. Additionally, section 6 ¿patient care and management¿ contains information regarding the recommended anticoagulation therapy and inr (international normalized ratio) range, as well as considerations for when there is a risk of bleeding. Section 6 ¿patient care and management¿ of the IFU discusses damage due to wear and fatigue of the driveline. This section also contains information on ¿caring for the driveline¿ (under ¿ongoing system assessment and care¿) and provides possible indications of driveline damage, as well as how to respond to such events. Section 7 "alarms and troubleshooting" outlines system controller alarms, as well as how to respond to each alarm condition. Section 8 ¿equipment storage and care¿ also contains information on ¿care of the driveline,¿ and provides possible indications of driveline damage. Section 1 "introduction" of the IFU provides an explanation of pump parameters, including pump flow. Section 4 ¿system monitor¿ provides more information regarding pump parameters and also describes situations which may result in a low flow hazard alarm, including changes in patient conditions. Section 4 also explains how to determine the optimal fixed speed and low speed limit for the patient. Section 6 (under "pump performance monitoring") explains that pump performance is sensitive to changes in systemic vascular resistance and left ventricular filling, explains that pump flow is estimated from pump power, and addresses assessing pump flow. Section 6 (under "postoperative patient care") also cautions: "physiological factors that affect the filling of the pump, such as hypovolemia or postural hypotension, results in reduced pump flows as long as the condition persists. Pump flows are not restored to normal unless such conditions are treated." Section 7 outlines system controller alarms, including the low flow hazard alarm, and provides information regarding how to respond to and troubleshoot the alarms. The low flow hazard alarm means that pump flow is less than 2.5 liters per minute (lpm). The heartmate ii lvas patient handbook is also currently available. Section 4 ¿living with the heartmate ii¿ contains information on caring for the driveline. Section 5 "alarms and troubleshooting" outlines system controller alarms, as well as how to respond to each alarm condition. Incidental findings: superficial, external driveline damage. No further information was provided. The manufacturer is closing the file on this event.

Event description:
It was reported that the patient was admitted after a fall and hemothorax that was improving. It was also noted that the patient had an incidental finding or a low flow pump stop overnight. The patient was asymptomatic and asleep. The patient was placed on an ungrounded cable. The log file captured 5 pump stops and 10 low speed advisories between 14nov2023 and 20nov2023. The log file also captured several low flow events through the event history. These issues only appeared to be occurring while the device was connected to the power module. There are two potentially suspect areas of the driveline. One was in and around the clamshell site while the other was near the pump end connection. The driveline repair was performed on 21nov2023, but the patient continued having pump stops. They were put back on an ungrounded cable. The patient did not wish to pursue a pump exchange and was discharged home with instructions to stay on battery power.

Manufacturer narrative:
D9- percutaneous lead returned only. Previous clamshell repair MFR 2916596-2023-02115. No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is completed.